Manufacturer narrative:
Additional information: the patient interface was returned to the manufacturer. Visual inspection under microscope was performed. Circular scribe was observed on the cone lens, which indicates that the pi was used in a procedure. White debris and particles were also observed on the inner and outer side of the cone lens. In addition some residues were observed on the inner side of the lens. These conditions could be related to the handling of the unit in a non-sterile environment. Functional and dimensional testing test performed. No issues found during functional or dimensional testing. The manufacturing process record was evaluated. No non-conformances/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification the risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; and found to include adequate instructions for use, warnings and operational errors. A product complaint history review was performed. No deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. It was determined that based on the incident date of the event, the product was used passed the expiration date of the device. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during procedure while laser firing with an intralase patient interface (pi). There is no patient injury reported and the case was completed with the same pi without further complications. It was reported that one (1) procedure was lost.